Manufacturer narrative:
Date of event: approximated based on the date the manufacturer became aware of the event. Additional suspect medical device components involved in the event: product family: scs-linear leads, upn: m365sc2218500, model: sc-2218-50, serial: (B)(4), batch: 7086575/7087136.

Event description:
It was reported that the patient had an infection at the ipg site. Symptoms of redness and painful ipg site were noted. The physician believed that the infection was not device or procedure related. The patient underwent an explant procedure and was placed on antibiotics.